Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:did the issue occur pre-operative or intra-operative? ---intra-operative.was this the initial use of the device? ---yes.how long has the surgeon been using this device? ---no information.what other devices were used in conjunction with the device? ---no information.was the sales rep present during the event? ---no.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the balloon on the device returned had a leak at the adhesive joint. The batch history records were reviewed with no anomalies noted.